Manufacturer narrative:
This is the same event as 3010536692-2015-01732.

Event description:
Alledgedly, patient was revised due to mom complications: fibrotic debris, identified metallosis, pain right.